Manufacturer narrative:
E1. Initial reporter phone: (B)(6).

Event description:
It was reported that balloon rupture occurred. The patient underwent a coronary artery drug balloon dilatation procedure due to coronary heart disease. The 80% stenosed target lesion was located in the non-tortuous and mildly calcified left anterior descending artery. A 2.5mm x 15mm quantum maverick balloon catheter was advanced for dilation. However, during third inflation at 18 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported, and the patient status was stable post-procedure.